Event description:
The pt received her scs sys on (B)(6) 2007 including a paddle lead. It was reported the pt is not receiving adequate coverage. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.